Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the dialysis catheter cuff allegedly eroded though the skin. Reportedly, the catheter was removed and replaced. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one glidepath long term hemodialysis catheter, 14.5 fr., 50 cm. With cuff was returned for evaluation. Visual, microscopic and tactile evaluations were performed. The investigation is inconclusive for damaged/defective cuff, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. Inconclusive, root cause cannot be determined as the clinical conditions are unknown. Vt-event-19-009 has been opened as a results for an etds trigger for dialysis products and trending device code 2292h - damaged/defective cuff. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the dialysis catheter cuff allegedly failed to incorporate into the tissue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.